Manufacturer narrative:
This crt-d is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an unrelated right atrial (ra) lead replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) was connected to this patient¿s newly implanted ra lead and no atrial signal was noted. The physician tried to reconnect the ra lead to the device but still no signal appeared. The ra lead was removed and tested with a pacing system analyzer and sensing was observed at 5-6 millivolts. The ra lead was then connected to the left ventricular port of the crt-d which produced a signal. This led the physician to believe the ra port of the crt-d was not functioning properly. The crt-d was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.